Event description:
A report was received that the patient has lost a considerable amount of weight and the current ipg site is uncomfortable as a result. A pocket revision will be performed, however it has not been scheduled.